Manufacturer narrative:
Product ID 3889-28 lot# va1mw60 serial# implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by the patient that their previous lead got "messed up for no reason" and was replaced. The circumstances that led to the reported issue were unknown.